Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011with the following findings: the meter involved with this complaint failed testing. The meter was found to have an incorrect battery type installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter's battery was loose in the compartment causing it to intermittently not work. On (B)(6) 2011, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information. The patient stated that alleged issue began several months ago but could not recall a specific date. The patient informed the mss that although the subject meter was functioning he had to "press down the battery into the compartment" for it to work. On (B)(6) 2011 at an unknown time, the patient claimed he attempted to test his blood glucose, but the subject meter would not work even after readjusting the battery. The patient reported that he manages his diabetes with humalog insulin using an insulin pump and administers 1 unit per each hour, 5 units of bolus insulin at mealtimes and self adjusts based on his meter readings. The patient claimed he took his usual dose of insulin when he was unable to check his blood glucose on that day and claimed he developed symptoms of "excessive thirst and frequent urination¿ after the alleged issue on the evening of (B)(6) 2011. It is unknown how much to time elapsed from the start of the issue to the onset of the symptoms. The next morning the patient reportedly increased his insulin dose after testing and getting an unknown high result on a different meter. The patient could not recall what the result was but reportedly felt better shortly later. The cca was unable to resolve the issue with training and troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and allegedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.